Manufacturer narrative:
H3, h6: one device was returned for repair. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log confirmed error code 1270 had occurred. Functional testing did not confirm the reported issue. Error code 1270 was displayed during the self-check. The most likely/suspected cause of the issue was a possible defective battery. The manufacturer representative preventively re-installed software, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
E1: (B)(6). H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1270.there was no patient involvement.